Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient developed new right side hip pain and with only one lead he was not receiving effective stimulation on the right side. The patient underwent surgical intervention to implant another lead which resolved the issue.

Event description:
It was reported the patient underwent surgical intervention to remove and replace his scs system. The physician felt the patient would be able to receive better coverage with new leads.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.